Manufacturer narrative:
This complaint has been assessed for the product (as exact product lot has not been identified) and reason codes. No trend has been identified. No date code has been provided for this complaint at this time, therefore we cannot determine it's association with any lots of known identity.

Event description:
Consumer states on (B)(6) 2024 she used an ob regular tampon and went to work out. Consumer states when she tried to remove the tampon the string moved up inside her body along with the tampon and she was not able to remove it. Consumer stated her and her boyfriend had intercourse that day and she felt the tampon move up higher. Consumer stated she has seen various obgyn, has had ultrasounds and been to the emergency room, however no one has found the tampon only on a recent MRI they were able to see something, which was maybe a piece of tampon by her ovaries, however, also could be what looks like a cyst. Consumer states she is sure the tampon and string have not come out since. Consumer raised concerns of toxic shock syndrome; she cannot sit down or stand up. Consumer says that she has fever and hot flashes and pain in her stomach and is bloated. Consumer was given an azithromycin shot and prescribed oral antibiotics. Consumer has discarded all product packaging.